Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The power consumption was higher than expected without any apparent observed increase in pacing requirements or episode storage. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The power consumption was higher than expected without any apparent observed increase in pacing requirements or episode storage. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The battery status was reassessed and a new replacement window was provided. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The power consumption was higher than expected without any apparent observed increase in pacing requirements or episode storage. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The battery status is being constantly reassessed and new replacement windows are being provided. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.